Manufacturer narrative:
Other, other text: additional information was received that this issue occurred without a patient present.

Manufacturer narrative:
Other, other text: investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of pump losing data every time is powered on and off was confirmed during testing and isolated to the pwa board. Event log revealed (B)(6) 2005 12:00:31 am medium alarm displayed: pump settings and patient data lost. Action was taken to replace the pwa board. Device then went on a passed all testing.

Event description:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120.

Event description:
Information received indicating that a smiths medical cadd solis vip pump kept losing data everytime it was powered on and off. No adverse effects reported.